Event description:
It was reported that patient was unable to adjust stimulation and the programmer was showing a display "call your doctor" icon. It was added that patient had 2 out of range (oor) condition/messages. Additional information received later: it was reported that diagnostics were performed and impedances were tested .it was noted that all combinations of contact 9 are high (16,000-17500 ohms) on the right lead. Additionally, contact 1 on the left lead had elevated impedances around 8,000 ohms. It was reported that the cause was unknown. It was added that the right lead was reprogrammed from 10+, 9- to 10+, 8- (group a) and 11+, 8- (group b) and patient could try both settings. It was noted that patient was receiving stimulation and all therapy impedances are normal.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va091x7, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot # va091x7, implanted: (B)(6) 2013, product type lead; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot # va091x7, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot # va091x7, implanted: (B)(6) 2013, product type lead. (B)(4).